Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, resolving the issue, and allowing the customer to successfully start a new sensor session.